Event description:
It was reported that the bd ultra fine¿ pen needle clogged during the injection, and the non-patient end was found to be missing when removing the needle hub from the pen. The following information was provided by the initial reporter: "spouse of consumer reported needle clog during injection and needle missing at non patient end before injection. Stated that his wife attempted to do her injection and the insulin would not flow. When she removed the needle hub from the pen she noticed that there was no needle at the non patient end. Consumer does not re-use."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-08. H.6. Investigation summary customer returned (1) open 8mm, 31g pen needle without the tear drop label or inner shield. Customer states that the needle clogged during injection and the needle was missing from the non patient end. The returned pen needle was examined and exhibited a broken non patient end of the cannula, which could prevent insulin from flowing through the cannula properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure. User error. No evidence of manufacturing related issues were observed on the returned samples. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog and needle missing npe on lot # 9253713. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during the injection, and the non-patient end was found to be missing when removing the needle hub from the pen. The following information was provided by the initial reporter: "spouse of consumer reported needle clog during injection and needle missing at non patient end before injection. Stated that his wife attempted to do her injection and the insulin would not flow. When she removed the needle hub from the pen she noticed that there was no needle at the non patient end. Consumer does not re-use."